Event description:
The user reported that the water tank covers were cracked on the device. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Device not returned.